Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6) 2006: the patient presented with pre-operative diagnosis of l5-s1 discopathy with disck replacement and stenosis. Patient underwent following surgeries: l5-s1 posterior lumbar interbody fusion; arthrodesis posterolateral between transverse processes of l5 and sacral ala; posterior segmental instrumentation using pedicle screw fixation at l5 and s1; l5-s1 laminectomy with removal of abnormal facets and decompression of cauda equina nerve roots; l5-s1 intervertebral peek cage; autograft using spinal laminar fragments; iliac crest bone graft aspirate; somatosensory evoked potential monitoring of lower extremities; electromyogram in lower extremities; intraoperative fluoroscopy with needle localization; platelet cell concentrate obtained from the patient; allograft; use of bone morphogenic protein. Per-op notes, MRI of lumbar spine was performed, which revealed l5-s1 discopathy with disk displacement and stenosis. There is also a transitional level of the s1 level with lumbarization of s1. Then structural interbody peek cages were placed that were chosen of appropriate size and placed onboth sides of the disk space with help of distraction plugs. Each cage was filled with cellulose soaked sponge, soaked in bone morphogenic protein. With the help of the distraction plugs, peek cages were placed into the disk space bilaterally. Several millimeters of distraction were obtained at the l5-s1 level. No patient complications were reported.